Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("fatigue") and malaise ("malaise"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, fatigue and malaise outcome was unknown. The reporter considered fatigue, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- medical device removal, essure insertion and removal date was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.